Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump, after which the connector/adapter broke, a cartridge became stuck, the plunger mechanism jammed, and the pump would not power on until placed on a charger, later entering setup and remaining unable to accept a new cartridge. Symptoms included no blood glucose symptoms. Outcomes included the user discontinuing pump insulin delivery and using prescribed subcutaneous insulin via pen. Investigation included customer support troubleshooting and education, review of device operation, and arrangement for device return and replacement. Investigation of this case revealed a mechanical obstruction with the cartridge interface and plunger, and device power instability consistent with impact damage. It was concluded that the event was attributable to physical damage from dropping the device, resulting in failure of the cartridge/connector component and loss of intended insulin delivery.